Event description:
Procedure: laparoscopic right hemicolectomy. According to the reporter: all the assembling steps are correctly followed (sales field specialist was present) and with no issues. When trying to perform the first shot in the small intestine after having green signal indicating correct loading of the sulu ((B)(4)), then both steady blue lights appeared and the shot could not be performed, and the 3 lower leds remained green and steady. Then the surgeon used a egiaustnd using the same sulu in order to go on with the surgery with no further issues. There has been no injury for the patient: no bleeding, no tissue loss, no noticeable delay.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).